Event description:
Additional information received from the hcp reported that the cause of the event was the dbs battery died. It was unknown if there was any intervention or if the patient required hospitalization.

Event description:
It was reported the implantable neurostimulator (ins) was believed to be "dying," due to the return of right side tremor, weakness, and difficulty walking. Status of stimulation was unknown. The patient was in the ER and wished to have the ins checked. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748240 lot# serial# (B)(4) implanted: 2002-(B)(6) explanted: product typ extension product ID 7438 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3387-40 lot# j0107933v serial# implanted: 2002-(B)(6) explanted: product typ lead. (B)(4).

Manufacturer narrative:
(B)(4).